Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was loss of capture and rising impedance measurements on this right ventricular (rv) lead. No asystole was noted. The lead was explanted and replaced. No additional adverse patient effects were reported.